Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an increase in short v-vs, non-sustained ventricular tachycardia episodes with the egm (electrogram) indicating noise on the right ventricular (rv) lead. A possible fracture was suspected. The pace/sense portion of the rv lead was capped and replaced. The high voltage portion of the rv lead remains in use. No patient complications have been reported as a result of this event.